Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. An x-ray was performed and no anomalies were observed. No intervention was performed and the patient was stable and will continue to be monitored.